Event description:
Provider alleges the consumer took her scooter on a bus, where the bus driver strapped it down. The bus driver insisted that she stay on the scooter while the bus was driving. During a hard turn one of the straps allegedly came loose (because the bus driver hooked it to the steering and the steering broke) the consumer allegedly tried to hold on during the turn but was not able to allegedly causing her to fly off the scooter.

Manufacturer narrative:
Misuse/failure to heed device warning.

Event description:
Provider alleges the consumer took her scooter on a bus, where the bus driver strapped it down. The bus driver insisted that she stay on the scooter while the bus was driving. During a hard turn one of the straps allegedly came loose (because the bus driver hooked it to the steering and the steering broke) the consumer allegedly tried to hold on during the turn but was not able to allegedly causing her to fly off the scooter.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.